Event description:
Customer reported having a blank display on the insulin pump and stated that they woke up with blood glucose readings around 230 mg/dl. It was noted that the batteries were changed multiple times and there was still no response. Through troubleshooting and the insertion of new batteries the blank display was noted to be resolved. Customer stated that they received a failed battery and a battery out limit alarm. Self test was also performed and passed. Customer further mentioned that batteries were out of the insulin pump greater than the duration allowed. Customer's blood glucose reading at the time of the call was 147 mg/dl. No further information report

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.